Manufacturer narrative:
Batch review performed on 17 march 2026 lot 155405: (B)(4) items manufactured and released on 15-feb-2016. Expiration date: 25-jan-2021. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event since the implant release.

Event description:
About 9 years and 9 months after the primary surgery, revision surgery was performed due to stem breakage.the patient says that it suddenly cracked while walking; no traumatic event occurred. Primary surgery was performed on 2016 (bilateral) and a first revision surgery was performed in 2022 (exact date unknown) due to competitor`s cup loosening; stem was left in place, while cup, liner, and head were revised. Option head with sleeve implanted. No other info are available related to this intermediate surgery.